Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the device partially fired and there was an incomplete staple line. The surgeon did a hand sewn anastomosis to complete the case.